Event description:
Pt on stretcher asked to roll over. Strecther guard rail locking mechanism not fully engaged and guard rail opened, resulting in pt falling off strecher. Fortunately, pt sustained no injuries. Investigation shows that casual observation of the locking mechanism may be insufficient to determine the status of the lock, i.e., whether it is the fully engaged or fully disengaged position. The locking button may, at first glance, appear tobe locked, but can, in fact, be unlocked. The locking mechanism should have a longer, more definitive engagement throw, that positively latches, and is readily identifiable as to its status.